Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient suffered accidental puncture of the aortic root by a brockenbrough needle and advancement of an 8 french mullins sheath during a mitral valve repair procedure. The patient remained haemodynamically stable, with no evidence of a pericardial collection on tte and the procedure was abandoned. The patient was managed conservatively and made an uneventful recovery and was discharged home after three days of observation. At follow-up it was noted that a significant aorta-to right atrium fistula had developed at the site of the previous aortic puncture. A duct occluder was implanted to treat the fistula. The patient made an uneventful recovery and was discharged after three days. Six (6) month follow up confirmed no residual fistula.